Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having an infection near the tunneling of the leads. It was also noted that a cyst appeared on top of patients shoulder where leads were tunneled and the incision stitch holding the peripheral lead under the skin was trying to spit out. The physician believed that the cause was unknown. The patient was placed on antibiotics and underwent a revision procedure wherein the physician removed and replaced the stitch with a different material suture. The patient was doing well postoperatively. The leads were remained implanted.